Event description:
It was reported that the pouches were taken to materials for return with no information regarding the event other than they tore in the procedure and a third device was used to complete the case. There was no patient consequences reported. They are available for return.

Manufacturer narrative:
Information anticipated, but unavailable at this time.